Manufacturer narrative:
Exact date unknown, event occurred in (B)(6) 2019.

Event description:
It was reported that the patient was noticing needing to charge much more frequently. The patient underwent an ipg replacement procedure and was successful. The explanted ipg will not be returned.